Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Updated b5 based on the additional information received on march 7, 2025, stating that the pigtail coil was detached and not the along the shaft. Correction to block d4: unique identifier (UDI) #, and block h6: device code. The complaint was originally assessed initially for stent shaft break. Additional information was received on march 7, 2025, via gfe response providing the information that only the pigtail coil was detached and not along the shaft. Therefore, this is no longer considered as a reportable event.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a lithotripsy procedure. During unpacking, it was discovered that the part of the pigtail coil was detached, and the tip of the stent was detached. The procedure was completed with another percuflex plus stent and no patient complications were reported.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a lithotripsy procedure. During unpacking, it was discovered a part of the shaft was fractured, and the tip of the stent was detached. The procedure was completed with another percuflex plus stent and no patient complications were reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.